Event description:
It was reported that during a lap cholecystectomy, a clip was fed into the jaws crookedly from the beginning. As this event repeated several times, the device could not be used at all. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): jaw. Additional information was requested and the following was obtained: which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event?---the device was not used for the patient. Was the clip fully advanced into the jaws prior to firing? ---no. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. Did anything unexpected happen prior to this incident? ---no information. Was the device fired after this incident in or out of the patient? ---no information. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? ---no information. Did somebody other than the primary surgeon fire the instrument? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information. The instrument was received with the jaws misaligned. Upon firing of the device, thirteen scissor clips were fed and then, the device locked out as intended. It is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use "do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation." Please note that the found condition of the jaws is unrelated with the event reported. No dropping or ejecting clips were noted during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.